Event description:
Pt's wife states that machine missed the fourth filling, she had set machine to fill pt with 2000cc solution and discontinued treatment for morning. When connecting for pause exchange, in the evening, pt drained 4730 ml and experienced chest pain. It is not reasonable to remove 4730 ml with one exchange. Pt's wife states that she set machine to fill again that am. Pt was sent to hosp with chest pain. Technical service notified. Machine will be removed from svc.